Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving clonidine (unknown concentration or dose), unknown morphine drug (unknown concentration or dose), and other unknown drug via an implantable pump for non-malignant pain. It was reported that the patient presented with "significant back pain" 2 days ago ((B)(6) 2022). They did a scan yesterday ((B)(6) 2022) and the patient was given morphine, dilaudid and valium; however, the patient was still experiencing pain. The hcp stated that they did an MRI (magnetic resonance imaging) today and "nothing explains why she is in so much pain". The hcp stated that the patient has a pump failure and needed the pump interrogated. They reached out to a medtronic representative but they have not arrived. The hcp noted that the patient says the pump has morphine, clonidine and diclofenac (unsure on 3rd medication).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep), which indicated that the patient developed a granuloma at the catheter tip, therefore the catheter was replaced on (B)(6) 2022. The pump was prophylactically replaced at the same time. There was no pump issue. It was unknown when the granuloma was first observed or if the previously reported MRI revealed the granuloma. It was unknown if any environmental, external, or patient factors led or contributed to the issue. It was unknown if any diagnostics or troubleshooting were performed. At the time of the report, it was unknown if the issue was resolved. The patient status at the time of the report was "alive-no injury". The pump was used to deliver unknown morphine 30mg/ml at 18mg/day, unknown baclofen at a concentration of "210", and clonidine 195mcg/ml at an unknown dose. The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
Continuation of d10: product ID 8731. Serial# (B)(6). Implanted: (B)(6) 2004, explanted: (B)(6) 2022. Product type: catheter. Product: ID 8596sc. Serial# (B)(6). Implanted: (B)(6) 2011, explanted: ()b(6) 2022. Product type: catheter. Continuation of d11: product ID 8731. Serial# (B)(6). Implanted: (B)(6) 2004. Explanted: (B)(6) 2022. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 2006-03-01 , UDI#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.